Manufacturer narrative:
Device evaluation: result - the manufacturing site received 41 representative samples in unit packaging. Of the returned samples, 11 samples have failed indication time and 3 samples were observed with no flashback. All of the 11 samples mentioned were subjected to visual inspection to inspect for clogged cannula. Ten samples were detected with clogged cannula. Dark brownish foreign matter was removed from the cannula of one clogged sample. The foreign matter is observed to be 4mm from the tip of the cannula eye. The sample was sent for further analysis and it is found that silicon is present in the foreign matter. Silicon is used in the cannula lubrication process in the vps assembly line. The assembled cannula-catheter is dipped into the lubrication tank during lubrication process. The device history record was reviewed for the reported lot 6077475. No related defects found during the outgoing and in-process inspection for vps assembly. No abnormalities observed after reviewing preventive maintenance, calibration and equipment. Conclusion - bd was able to duplicate or confirm the customer¿s indicated failure mode. There is a 100% online inspection to inspect clogged cannula after lubrication station. The rubber pads that entrap the air during the 100% online inspection is currently inspected once every 3 months and will be replaced when wear & tear is observed on them. There is a tendency of wear & tear of the rubber pad that mounted to the air nozzle which might cause inspection error. CAPA #(B)(4) is initiated for this issue and non-CAPA corrective actions have also been determined.

Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. (B)(4). Date received by manufacturer: the initial information provided with this complaint determined this incident to be not FDA reportable. Information was then received 10/12/2016 that changed the determination to reportable. A sample has been received for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the customer has increasing problems with the suspect device not giving flashback reliably when the catheter tip is in the vein. They reported having had a number of occasions where, in hindsight, the vein had been accessed but there was no flashback. The cannula was then readjusted and found to have been in the vein but was incidentally removed in the process. The customer reported "the dodgy cannula led to a difficult induction of general anesthesia, swapping to a gas induction half way through and a new cannula was sited." After attempts to gather additional information from the customer, the relation of the poor flashback to the required change in patient treatment remains unclear.